Event description:
It was reported that the right ventricular (rv) lead exhibited short v-v intervals and was reprogrammed to unipolar sensing. The non-physiologic sensing has significantly increased due to the unipolar sensing. The lead remains in use. No patient complications have been reported as a result of this event.